Event description:
It was reported to philips by a customer that the unit's turbine has a sound. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
H10: the international service engineer (ise) reported that the test tubes, masks, and working environment of the ventilator were checked. It was confirmed that the turbine was making the noise. The ise reported that the issue was resolved by changing the position of the turbine. No part was replaced or upgraded. The device was returned to service. H11: device problem code- updated to audible noise instead of no audible prompt/feedback.